Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was having a return of symptoms sometime in march, so they went to their healthcare provider who told them that therapy was off, and maybe off for 6 months. The healthcare provider turned therapy on, and told the patient they may need to readjust the program. It was also reported that about two weeks ago: the patient¿s programmer (pp) was not connecting to the implant; they had accidents and a return of symptoms; the patient had a small uti; and their kidney was not working, it hurt, and they may have a kidney infection. It was noted that the healthcare provider told the patient they had gained 4 pounds of water weight. It was also noted that the patient had lifted things. The patient also reported that about a week ago, they started having a burning and stinging sensation on the inside of where the ins is located; it¿s ¿puff y out¿ when they stand and they can feel the ins pushed out. Troubleshooting included syncing with the pp, which was successful and showed therapy on, at p2, at 4.1v. The patient noted that therapy was on now, but was off earlier and they ¿pushed the buttons on the side.¿ they also replaced the batteries in the pp. It was recommended that the patient follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.